Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device encountered a problem during the functional test with an error message: defibrillation test failed. There was no patient involvement.